Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a3; a4; b5; b7; h2; h3; h6. Reported event was confirmed by review of x-rays received. Review of the available records identified intramedullary rod with periprosthetic oblique fracture along the proximal femoral diaphysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised on unknown date due to a non-union of a fracture. It was reported the patient has developed a subtrochanteric pseudoarthrosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to a non-union of a fracture; however, no revision has been reported to date. It was reported the patient has developed a subtrochanteric pseudoarthrosis. Attempts have been made and additional information on the reported event is unavailable at this time.